Event description:
I have horrible headaches, horrible bleeding during cycle! I have horrible itching in ears! Have recently had bad infections in ears. Have occasional abdominal pains! Lower back pains! All items not at once, but over the 5yrs I have had essure! (B)(4).